Manufacturer narrative:
Date of event: estimated to be (B)(6) 2021 as the patient was speaking in present tense and the comment was made in august. Implant date: estimated to be (B)(6) 2021 as the date of implant was unknown.

Event description:
It was reported via social media that a leak occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. It was found that the closure device leaked on follow up. The patient was scheduled to have another echocardiogram imaging appointment in (B)(6) 2021.